Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection under physician sponsored ide # (B)(4). It was reported that the patient developed renal failure post-operatively. The patient was gently diuresed, had an appropriate response and then transferred to a sub-acute nursing facility 14 days after the chronic thoracic dissection was excluded. The patient had 98 cc of contrast. The event was procedure related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: renal failure. Conclusions: renal failure.